Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was visually inspected. Both tamper seals were removed/broken. The top and bottom case were in good condition. No visible contamination. A non-original equipment manufacturer (OEM) battery was found in the device. Motor rate error was found in the event history log. Power up process was performed. The reported problem was duplicated during occlusion test. The reported problem is caused by multiple components (worm coupling, worm gear, motor and motor bracket). The reported problem was caused by normal wear. The pump is over ten years old. Worm coupling, worm gear, motor and motor bracket were replaced.

Event description:
The issue did not occur during use with a patient.

Event description:
It was reported that a smiths medical pump had a motor rate error. No adverse patient effects were reported.